Event description:
Acct. Reports that injection site was attached to the end of a pt's central line. When it was accessed with the leverlock the septum went into the injection site, and on removal of the leverlock, the septum pulled out and exposed two rns to blood splash and exposed the pt's central line. Acct. States that the leverlock with the attached septum was disposed of because it was bloody, but the injection site will be retrieved for eval. No medical intervention needed for the pt of the staff.